Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that post implantation of an intraocular lens (iol), the patient experienced intolerable halos and glare and impairs her night driving. Iol remains in eye. No further information is expected.